Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a broken trigger assembly and problems with the e-box. Those parts were each replaced along with other components.

Event description:
It was reported by a field svc tech that the handpiece had a run-on condition while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.